Manufacturer narrative:
The reported product is an unknown baxter access set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. The likely cause of the reported event was associated with use error, improper loading of the administration set "it was found that the set is flat and adhered causing occlusion", which could have contributed to infusion not started when intended. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 24 hours after beginning parental nutrition therapy using an unknown access set, it was observed that the infusion did not start which resulted in the patient not receiving the intended volume to be infused. Subsequently the patient experienced hypoglycemia with a glucometer reading of 62gr/dl. Treatment for the event was not reported. It was further reported there was no further impact to the patient and additional medical intervention was not needed. The central venous catheter permeability was checked with no issues noted and the clamps were correctly opened. The set was observed to be ¿flat and adhered causing the occlusion¿ after removing from the pump. No additional information is available.